Event description:
When unloading a pt from the ambulance, the drop frame hinges broke. The stretcher dropped, but was held by the safety hook. The emts lowered the undercarriage to support the pt. There were no injuries to the pts or emts.

Manufacturer narrative:
MFR's investigation continues.